Event description:
Removal of port-a-cath on (B)(6) 2014, due to positive pseudomonas culture at port-a-cath pocket site. On (B)(6) 2014, during insertion of PICC line under ultrasound, a fragment of the removed port-a-cath tubing was discovered in the brachiocephalic vein during the PICC line insertion. Friable port-a-cath friable port-a cath fragment was removed w/o injury. Reason for use: end stage renal disease.